Event description:
Event description guidant received information this implantable cardiac resynchronization therapy-defibrillator (crt-d) could not be interrogated. No pacing or tones were observed with magnet application. The device was explanted, replaced and returned to guidant for laboratory analysis.